Event description:
Prior to the start of the case the generator gave footswitch error codes. The customer used another footswitch and cable from another system to complete the procedure with no patient consequences.